Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that a 7" (18cm) appx 0.25 ml, smallbore ext set w/microclave® clear, clamp, rotating luer was reported to have experienced a break during patient use. The initial reporter stated that in recent days, when handling the device's extension cords, the extension cord clamp exerted excessive force/pressure on the tubing, and two of the extension cords broke as a result. There is no sample available for evaluation. There was no patient harm.

Manufacturer narrative:
The reported complaint of a crimped tubing could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.